Manufacturer narrative:
Device remains implanted.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. It was noted that the patient was outside the indications for use, and the physician elected to proceed with the case by placing stents in the renal arteries and placing the device higher than intended resulting in a prolonged procedure. As of the date of this report, there have been no additional patient sequelae reported.